Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information for a complete pump reset and guided them through the process. Following the reset, the customer successfully began a new sensor session without encountering further errors.